Event description:
It was reported that the symptomatic patient presented to the emergency room. Upon interrogation, the left ventricular lead exhibited loss of capture. The device was reprogrammed. The patient was discharged the next day.

Manufacturer narrative:
(B)(4).